Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis(dka) with blood glucose value of 400mg/dl. The customer also reported a loss of communication between pump and transmitter and received the change sensor alert. The customer reported that emergency medical services (ems) were dispatched. The customer subsequently visited the emergency room (ER), was hospitalized overnight, and received treatment for hyperglycemia and diabetic ketoacidosis (dka) through intravenous insulin infusion. The customer also experienced symptoms of feeling sick/unwell, flu like, vomiting during hospitalization. The event involved product(s) mmt-7841zn, mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was partially performed. The customer was not using the insulin pump system within 48 hours of reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was not performed for loss of communication. Troubleshooting was performed for sensor alerts and non-serialized product being replaced. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-1884, mmt-332a, unomedical, unk_sensor.